Event description:
It was reported that the newly purchased "4.3mm switching stick" was noticed to be rusty at the time of acceptance after arrival. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in h6 (health effect - impact code). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device has scratches along it's length, some near one end have discoloration around the damaged area. An assessment of the customer provided images shows the complaint device, with the discoloration around the tip as well as another device with discoloration around the hub. The complaint was confirmed, and the root cause could not be determined. Factors that may have contributed to the reported event include material degradation from repeated sterilization or improper cleaning techniques. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.